Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issues could not be determined factors that may contribute to difficulty advancing and removing a balloon catheter and stent delivery system over the guide wire include, but are not limited to, outer diameter of the guide wire, challenging anatomy, device support, buildup of procedural contaminants, user technique, inadequate hydrophilic coating on guide wire and/or damage to the balloon catheter or stent delivery system and/or damage to the guide wire. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed in the left anterior descending (lad) artery with 90% stenosis, moderate calcification and moderate tortuosity. The hi-torque (ht) balance middleweight (bmw) guide wire had resistance during advancement and noted to have difficulty delivering onto a balloon and stent. Torque movement was difficult due to the amount of force applied at the proximal end was not transferring to the distal end. The coating was also noted to be sticking between the hardware's with resistance during removal but removed independently. The same guide wire was used and completed the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.